Event description:
It was reported a patient experienced suspected peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the suspected peritonitis was unknown. It was reported the patient was hospitalized (unreported date) for the event. On an unreported date, the patient began treatment with cefazolin therapy and ceftazidime therapy (doses, frequencies and routes not reported) as treatment for the suspected peritonitis. On an unreported date, the patient recovered from the event of suspected peritonitis and was discharged from the hospital. The cefazolin and ceftazidime therapies were ongoing. The action taken with dianeal therapy was not reported. Additional information was unable to be obtained.

Manufacturer narrative:
(B)(4). This report involves a patient who experienced suspected peritonitis in the context of peritoneal dialysis. While there was no definitive peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.